Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module, serial number (B)(6) and performed multiple troubleshooting procedures, including replacement of the peristaltic head tubing. Replacement of the peristaltic head tubing resolved the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. A review of tracking and trending for the peristaltic head tubing did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6) or the peristaltic head tubing was identified.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6) processed on (B)(6) 2025 initial result = 2.873 repeat results = 0.785 and 0.796 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c magnesium result for one patient. The sample was repeated with lower results. The following data was provided: sid (B)(6), processed on (B)(6) 2025 initial result = 2.873 repeat results = 0.785 and 0.796 mmol/l no impact to patient management was reported.